Event description:
It was reported by customer that the wire broke off in a patient while being placed. Additional information received 10/09/2023: vascular surgery was consulted, and the patient was taken to the or for an open removal of the intravascular foreign body from left upper arm. The patient's arm was wrapped and md noted healing well. Patient was discharged on pod 5. He remained in the hospital for treatment of medical condition. Patient is to follow up with the vascular surgeon in two weeks as an outpatient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.